Event description:
The customer reports that the device has been dropped and no audible speaker volume. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Manufacturer narrative:
The customer communicated with a philips remote service engineer (rse). The customer was provided repair/replacement information. The customer cancelled the bench repair quote; therefore, no evaluation of the device can be performed. The cause of the reported allegation is unable to be determined.